Event description:
It was reported that during a carotid artery stenting treatment procedure, removal difficulties occurred. The lesion being treated was located in the carotid artery. The physician successfully deployed a carotid wallstent. Due to the anatomy of the vessel, the filterwire ez was lying against the vessel wall and the implanted stent. When the physician attempted to remove the filterwire ez, the physician was not able to retrieve the device with the retrieval sheath. Because of the anatomy, the physician attempted to use a bent tip retrieval sheath, but was unable to advance this device through the implanted stent. The device was then pulled back proximal to the stent. The filterwire ez was then pulled through the implanted stent with the basket open, to the point of the bent tip retrieval sheath, at which point the filterwire ez was removed with the bent tip retrieval sheath without incident. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).